Event description:
A report was received that the patient had developed an infection. Symptoms includes drainage at the incision site. The battery seemed to be the source of infection as the physician had monitored the patient continuously. The patient was prescribed antibiotics. The pocket appeared to have been cleared up. No further course of action will be taken at this time.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had developed an infection. Symptoms includes drainage at the incision site. The battery seemed to be the source of infection as the physician had monitored the patient continuously. The patient was prescribed antibiotics. The pocket appeared to have been cleared up. No further course of action will be taken at this time.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was due to the device, and stated that there was an irritation after the implant procedure.